Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle was "broken longitudinally" during use and "made a blood splatter where the whole room was splashed with blood and the doctor's eyes were also exposed". However, there was no medical intervention reported.

Manufacturer narrative:
Investigation summary: three photos and one 10ml syringe with needle in a fully sealed blister pack confirmed to be from batch #8010905 (p/n 309643) were received and visually evaluated. The photos showed significant blood splatter in a lab room and on a doctor. There were no cracks or any other defects observed in the physical sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect root cause not defined since defects were not confirmed in photos/samples received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle was "broken longitudinally" during use and "made a blood splatter where the whole room was splashed with blood and the doctor's eyes were also exposed". However, there was no medical intervention reported.